Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose levels over several days, following a low blood glucose event earlier the same day. The low was overcorrected using fast-acting carbohydrates, which contributed to the subsequent high readings. The user noted that these elevated readings coincided with the start of their menstrual cycle. Symptoms reported during the event included dry mouth, tiredness, and thirst. The high blood glucose was addressed using the device¿s meal announcement and correction features.